Event description:
Procedure was completed successfully without incident. After the cs29 dlu was removed from the patient and the anvil opened to inspect the "tissue donut" it was discovered that the cut knife was lodged into anvil cut ring.